Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument there were discrepant results for CT/gc/tv assay. Customer stated they had two different results and this occurred with two patients. No patient impact reported. The following information was provided by the initial reporter: customer reported discrepant results for CT/gc/tv assay. Customer said they received 2 different results, and this occurred with 2 patients.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had "discrepant results." Service requested additional information and run files in order to further investigate the issue. After 3 contact attempts, the customer was unable to be reached. This complaint is unconfirmed as this complaint alludes to a workflow issue and not enough information was provided in order to complete the investigation and determine root cause. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument ct1067 is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument ct1067, and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument there were discrepant results for CT/gc/tv assay. Customer stated they had two different results and this occurred with two patients. No patient impact reported. The following information was provided by the initial reporter: customer reported discrepant results for CT/gc/tv assay. Customer said they received 2 different results, and this occurred with 2 patients.